Manufacturer narrative:
One cadd-ms® 3 ambulatory infusion pump was returned for analysis. The reported event of no beep sound when the pump is turned off was verified in the device's memory but was unable to be duplicated. To resolve the complaint the rear housing, front housing, screen, syringe and battery caps were replaced. The software was also upgraded as a preventive measure. The device passed all functional and delivery testing.

Event description:
Information was received that a cadd ms3 ambulatory infusion pump had powered off and the alarm was not heard. Patient does not know the duration for which the pump was powered off, however noticed when she vomited. Patient powered on the pump and the event is now resolved.